Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after injecting the flu vaccine into the patient's right thigh, the needle detached from the hub during removal and remained in the patient's leg. All of the vaccine was injected. No harm resulted; needle was immediately removed. Operator of device was a health professional. The location where event occurred was in an outpatient treatment facility. There was a patient involvement, and no patient harm/adverse event reported.